Manufacturer narrative:
Per (B)(4) initial report: additional information including post primary and pre revision x-rays, operative notes, details of other implanted devices at primary, patient details, what the patient was doing at the time of the dislocation, whether the patient experienced any sort of trauma post primary, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Revision of a trinity ecima liner and non-corin head after approximately 1 year and 2 months due to dislocation.

Manufacturer narrative:
Per -4752 final report additional information including post primary and pre revision x-rays, operative notes, details of other implanted devices at primary, patient details, what the patient was doing at the time of the dislocation, whether the patient experienced any sort of trauma post primary, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information has not been provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the dislocation could not be determined, however, the revised head was not a corin device and this may have contributed to the event. This case is now considered closed, however, should additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity ecima liner and non-corin head after approximately 1 year and 2 months due to dislocation.